Manufacturer narrative:
System was evaluated for battery levels decreased rapidly with minimal drive motion. This did not occur while the system was under test at the manufacturing facility. Batteries operated to specification. System successfully completed several spins and drive motion worked properly. No problems found. Unable to confirm complaint of battery levels decreasing rapidly.

Manufacturer narrative:
No patient information provided as no patient was involved at the time of this event. The imaging system was crated and is being returned to the manufacturer. Further investigation will be conducted once the system is received for service and repair.

Event description:
A medtronic representative reported that the imaging system¿s battery would go down two indicator levels after moving 45 feet. And it would return to full charge after 15 minutes of charging. This issue was discovered outside of surgery, no patient was present.